Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: vyaire certified service technician was unable to verify the customer's reported issue. The device passed 100.6 hours of extended bench testing at the customer's settings and also passed initial final test with no abnormalities. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that model palmtop ventilator revel shut down and would not turn back on during a training session. The customer confirmed there was no patient involvement associated with the reported issue.